Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during a laparoscopic appendectomy, the stapler would not open to reload after firing. Confirmed that when the button was pressed by the circulator after the device was removed from the field, it opened. They passed it off the field because the surgeon wanted a reload faster than was happening and they weren¿t sure if the device could be used again if the button was pressed. They confused the reverse button with manual override. There was no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2021. D4: batch # u5e89d. H6: component code :g07. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with an gst60w reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data : d1, d4.